Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2014. Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2014 with the following findings: the last basal delivery and the last bolus were delivered on 08/27/2014. The total daily doses added up correctly and reflected the users programmed basal rate. Typical usage was observed in the alarm history. The pump was exercised for 24 hours with a 1.0u per/hr basal rate and at the end of the duration test the total daily doses in the basal history correctly equaled 24.0u. A delivery accuracy test was successfully completed and the pump was found to be delivering accurately and within required range. Product analysis was unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. There was allegedly an inaccurate delivery issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.